Event description:
Customer reported device = low blood glucose values, however no results were provided. Caller stated not treating their diabetes as aggressively as needed based on the device output. Customer was hospitalized for a blood infection and kidney stones. Specific treatment information was not provided. No control information was provided. A request for return product was made and replacement product was sent.